Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump display was not working properly. Customer's mother explained that the middle of the display was blank but the sides were fine. Customer does not remember if the pump had been bumped or dropped. A replacement was arranged to be sent to the customer and for the other pump to be returned.

Manufacturer narrative:
The insulin pump was received missing segment due to lcd cracked zebra connector. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.